Event description:
It was reported that this right ventricular (rv) lead had stable impedances around 1200 ohms, and one episode of noise with spike in impedances greater than 3000 ohms due to a suspected broken lead. The plan was to leave the lead in unipolar, as patient only paces in the rv one percent of the time. It was suggested to check for myopotential oversensing. The lead remains in-service. No adverse patient effects were reported.